Event description:
Manufacturer received a report from an attorney alleging that the wheelchair malfunctioned and went out of control. As a result of the incident, the plaintiff, allegedly received numerous and severe bodily injuries.